Event description:
10/2/1999: orthopedic procedure (acl) in progress: during anterior cruciate ligament screw insertion tip of cannulated arthrex screw driver shaft broke off w/in the screw and remains in pt.'s knee. Surgeon does not plan on removing tip. Patient stabilized.